Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (therapy electrodes non-functional) was confirmed. As received, the belt failed the therapy electrode (te) recognition test. Upon evaluation, the trunk cable connector was cracked and there was an open pulse wire inside the trunk cable. The cause of the constant gong alarms and test failure is the damaged connector and open wire. The root cause of the damaged connector and open wire is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt indicating that the therapy electrodes were non-functional.